Event description:
Asthma attack; I have asthma and have difficulty breathing while wearing a face mask. I had an asthma attack and trouble breathing while required to wear a mask on the airplane for travel. I also had another asthma attack later on the same day while required to wear the mask in (B)(6) from the airport to my hotel. My asthma is otherwise controlled; I only have asthma attacks while wearing the face covering. FDA safety report ID # (B)(4).